Manufacturer narrative:
The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, there was no delay in the start of the pre-cleaning and there were no concerns about the reprocessing. The device was returned as part of the asset return process. During testing and inspection of the device, it was determined that foreign material was in the nozzle. Additionally, the evaluation revealed the following findings: plastic distal end cover had a burn; due to wear of angle wire, bending angle in up direction and the play of the up/down knob did not meet the standard value; bending section cover, objective lens, connecting tube, switch 3, universal cord, and protector of universal cord on suction connector had a scratch; connecting tube and suction connector had a dent; adhesive on bending section cover had a chip and crack; adhesive on bending section cover, objective lens, and light guide lens had a white-clouded area; universal cord had a wrinkle; and control unit had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer returned the gastrointestinal videoscope to the olympus service center. Upon inspection and testing of the returned device, it was observed that foreign material came out of the nozzle, which has been attributed to insufficient cleaning. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The air/water nozzle was flushed with water and air. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.